Event description:
It was reported that during an unknown plastics procedure that on the upon activation when the unit continued to activate even after the surgeon stopped activation. A competitors device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2022. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Serial number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. A video was received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 6/17/2022. Video analysis: this is an analysis of s video submitted to ethicon endo-surgery for evaluation. Video: the video provided by the customer shows a megapower generator. During the video, the generator remains activated once the user separates the bipolar forces from what appears to be melon-like. No conclusion could be reached as to how this issue occurred through video analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return.

Manufacturer narrative:
(B)(4). Date sent: 7/7/2022. Investigation summary: per service manual operational and diagnostic analysis confirmed the self activation. The backplane pcb was replaced as identified in the investigation to address the issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The repair and testing of the unit was completed.

Manufacturer narrative:
(B)(4). Date sent: 6/23/2022.